Manufacturer narrative:
The patient was not injured. The assistant was treated for a broken bone in her wrist. A call to the dental office was made to follow-up on the assistant's condition but no further information was provided. The master control of the x-ray unit was mounted to the wall using the single-stud method. An evaluation on-site at the dental office found the top lag bolt had been installed into the side of the 2x4 stud in the wall. This caused the wood to split which contributed to the top lag bolt eventually pulling free during use of the unit. Once the top lag pulled out, this transferred the weight force of the x-ray unit on the bottom lag causing the casting at the bottom lag mount to break allowing the unit to fall. The unit was replaced and reinstalled by a dealer service technician. In conclusion, improper installation of the unit to the wall contributed to this incident. (B)(4).

Event description:
The intraoral x-ray unit fell off the wall during use, hit the assistant on the wrist and hit the patient.